Event description:
It has been reported to philips that the host pc was not booting up. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that pc was not loading up .upon functional test fse found problem with the collimator. Fse replaced and calibrated the collimator. After replacement of the collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome.